Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that when opening the exprsew iii ac+ rtn plate/loading tool, the scrub tech proceeded to remove the cardboard that comes loaded on the plate and carriage. The cardboard was stuck inside of the carriage, so surgeon was not able to remove the full piece at once like it does normally. To remove the rest of the cardboard, the surgeon used a hemostat to pull the remaining cardboard but was able to remove it from the carriage successfully. From there, surgeon went to load the product on the expressew autocapture + gun. When surgeon went to push the gun into the carriage to load the plate, the two plastic pieces combining to form the carriage broke apart, making the product unusable. Another device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.